Event description:
It was reported that a user of an ilet system paired with a dexcom g7 15-day sensor experienced loss of continuous glucose monitor readings on the ilet while readings continued to display on the dexcom application; during the call, ilet readings resumed after education that the issue was likely a transient communication interruption between the sensor and the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no medical intervention. Investigation included complaint intake review and user troubleshooting with education on signal integrity. Investigation of this case revealed a temporary signal loss between the cgm and the ilet, consistent with intermittent data transmission interruption without device damage or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment or connectivity factors.